Manufacturer narrative:
H10 - no product samples were returned for investigation, however, a series of photographs were returned showing spinning spiros connected to 50ml luer lock syringes. The device history review for lot 4806299 was reviewed and poppet sub-components were found to have been produced during a time when molding anomalies were present. The probable cause of the leaking spiros is due to a molding anomaly on the sealing surface of the poppet sub-component.d10 - date returned to mfg - due to system limitations this field was incorrectly populated as returned. The device did not return for evaluation.

Manufacturer narrative:
The device has been received for evaluation. Investigation is pending.

Event description:
The event involved a spinning spiros® closed male luer, red cap where a leak was noted during an IV push administration of doxorubicin. It was reported that the spiros was attached directly to the syringe and the leak occurred on a cloth and not on a patient. There was no blood loss or bleed back reported. There was no adverse event or human harm reported.